Event description:
It was reported that the customer's insulin pump was going blank. The customer stated that the first occurrence of the blank display occurred three months ago and occurred again. The customer's blood glucose was 300 mg/dl. Troubleshooting was done. The customer stated that the insulin pump may have lightly fell on the carpet, but it was not a significant fall. The customer's insulin pump then began working again. Advised the customer that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.